Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 32mmx2.50mm promus premier&#10244;rug-eluting stent was selected for use. During preparation, when the protective cap of the device was removed, it was difficult to be removed. When the physician tried a little harder to remove the protective cap, it was noted that the stent had dislodged. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon however crimp markings were evident on an exposed portion of the balloon indicating crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the profile. This type of damage is consistent with excessive force being applied to the delivery system. The inner and outer kinked at 14 mm distal to the bi-component bond. Inner stretched at 0.25 mm distal to the bi-component bond for a distance of 0.025 mm distally. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 32mmx2.50mm promus premier drug-eluting stent was selected for use. During preparation, when the protective cap of the device was removed, it was difficult to be removed. When the physician tried a little harder to remove the protective cap, it was noted that the stent had dislodged. The procedure was completed with a different device. No patient complications were reported and patient's status was good.